Event description:
It is reported that the patient was revised due to pain and loosening of the tibial component.

Manufacturer narrative:
Visual inspection of the returned tibial component identified damage to the tm pad due to component removal. Both pegs had been cut off and were also returned. Minimal bone growth was noted on the pad and pegs. Scratches were noted on the medial side of the finished surface of the plate. Corrective and preventive action investigation for field action z-1266-2015 determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Manufacturer narrative:
Device history records were reviewed and no deviations or anomalies were found. These devices are used for treatment. Review of primary operative notes confirms patient underwent a left total knee due to osteoarthritis. Trial components revealed good stability and final components were impacted into place. The knee was taken through full range of motion and stability was found to be appropriate. Components appear to be implanted at the correct orientation and fit as per the surgical technique and review of operative notes does not indicate root cause. Review of revision operative notes confirms patient underwent a revision left total knee arthroplasty due to pain. The tibial plate appeared to be slightly loose medially. The pegs of the tibia plate were cut using an oscillating saw and the component was explanted. A field action was conducted on 02/19/2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The package insert states that "loosening of the prosthetic knee components" is an adverse effect. This is therefore a known inherent risk of the procedure. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.